Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2019, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2017 by (B)(6), p.a. With dr. (B)(6) in a ¿supervisory role¿ at (B)(6) cancer institute in (B)(6). The patient had four scheduled retrieval procedures on or about (B)(6) 2017, (B)(6) 2017, (B)(6) 2017, and (B)(6) 2018. The first two attempts were made by dr. (B)(6) at (B)(6) cancer institute in (B)(6) but the filter was not able to be retrieved. The next attempt was made by dr. (B)(6) at (B)(6) vascular institute in (B)(6) but the filter was not able to be retrieved. The final attempt was made by dr. (B)(6) at (B)(6) medical center in (B)(6); the filter was retrieved. The complaint alleges that there is embedment, tilt, perforation and injury from multiple retrieval surgeries and that there multiple surgeries, with three being complex removals. Argon¿s attorneys are attempting to gather additional information.